Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there were some questions regarding the longevity of the device, as there seems to be a battery issue that was resolved since the last software update. It was further reported that the device had went to eri (elective replacement indicator) and the battery impedance was being questioned. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was some questions regarding the longevity of the device, as there seems to be a battery issue that was resolved since the last software update. The device is still in use. No patient complications have been reported as a result of this event.